Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which caused the pump to intermittently shut off. The customer provided a blood glucose of 240 mg/dl. The customer declined troubleshooting assistance from tandem technical support regarding the issue.